Event description:
In february 2003, the pt reportedly fell in the bathtub and hit the head on the implant side. The pt reportedly experience sound percept problems and a pulsating pain at the implant site. In may 2003, the pt was seen at the center for device evaluation. An x-ray was ordered. External equipment was exchanged and programming adjustments were made. In june 2003, the pt was seen by a company rep for further device testing. Testing performed confirmed that the device was functioning. In september 2003, the company was notified that device was scheduled to be explanted due to unresolved sound percept problem and decrease in pt performance.